Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had difficulty recharging. They were able to get 7 bars the first time, but the next 3 subsequent recharge sessions resulted in poor coupling (2-4 bars). The recharge data showed 2 bars for typical coupling. The antenna locate feature resolved the coupling issue. The rep further reported that the ins was moving in the pocket, however it was not much. They were unsure if the healthcare provider adjusted the pocket to account for the new type of implant (the patient went from single channel to rechargeable), and said the ins might not be deeper than 1 cm. The ins was parallel to the skin and did not swell, and the site was healing fine. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep, reporting that the movement of the ins in the pocket was within normal limits, and the patient just required more education on using the recharger. The rep reported that the coupling issue was due to the position of the recharger antenna and not the ins placement. No further patient complications have been reported as a result of this event.